Manufacturer narrative:
There was no indication of any malfunction of the device. The device was not returned.

Event description:
Allegedly, on (B)(6) 2012 the patient underwent a laparoscopic hysterectomy for the removal of a fibroid uterus at which time a laparoscopic morcellator was used. Following the procedure the pathology examination revealed endometrioid adenocarcinoma. On (B)(6) 2012 she underwent a laparoscopic bilateral salpingo-oophorectomy.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.